Manufacturer narrative:
Testing of actual/suspected device : the getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported event. To resolve the issue, the fse isolated the leak to tubing assembly to helium regulator connection to tank. The fse then secured the tubing assembly helium regulator and corrected leak. The unit passed the leak, safety, and functionality testing to factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement and no adverse reported.